Event description:
A wire for the optional remote alarm was disconnected. The device was not reported to be in pt use. No harm or injury was reported. On evaluation the alarm wire was found to be broken. The alarm wiring harness was replaced, a preventative maintenance was performed on the device and the device was returned to the customer.